Manufacturer narrative:
See d3, d4 expiration date, g1, h4, h6, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01447; 508-32-204, s801 - device cracked/broke, s810 - device loosening, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to baseplate became loose due to a screw breaking post operation.